Event description:
It was reported that an intraocular lens (iol) was unstable in the eye of a patient after implantation, requiring the surgeon to remove and replace the lens within the same procedure. The lens was removed from the eye, and was replaced with a sulcus lens. The incision was possibly enlarged in order to remove the lens. There were no patient complications reported. No further information has been provided.

Manufacturer narrative:
Required intervention to prevent permanent impairment/damage (devices). Product evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. One haptic and part of the lens was observed broken. The lens was inspected at 10x microscope magnification. Residue of viscoelastic (ovd) was observed on the lens optic body. Unacceptable scratches were observed in the sample received and loose particles were observed compatible with handling the lens. The condition observed in the lens sample received and the way in which the cut is formed was consistent with a lens that had been explanted/removed from the patient's eye. A manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated during manufacturing of the lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): possible incision enlargement.all pertinent information available to abbott medical optics has been submitted. Placeholder.